Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed on the third mitraclip to report the single leaflet attachment and patient death. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). On (B)(6) 2018 three mitraclips were implanted reducing mr grade to 2-3. There were no difficulties visualizing the clip during the procedure. Due to the residual mr, the patient's underlying heart failure worsened and the patient underwent surgical mitral valve replacement on (B)(6) 2018. It was noted after the surgery that the third mitraclip was only attached to the anterior leaflet, although on the (B)(6) 2018 echocardiogram, it appeared to be attached to both leaflets. The physician suspected that perhaps the third clip did not grasp the posterior leaflet during the mitraclip procedure; however, at the time of the procedure, all members of the heart team agreed that the clip appeared to have grasped both leaflets. On (B)(6) 2018 the patient had chest pain and was taken by ambulance to the hospital, but the patient expired from cardiopulmonary arrest. The cause of the arrest was unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of recurrent mr (mitral regurgitation), angina, cardiac arrest, death, heart failure, and respiratory failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A definitive cause for the slda (single leaflet device attachment), cardiopulmonary arrest, angina, and death could not be determined. The mr was due to slda. The heart failure was a cascading effect of recurrent mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had an mr grade of 4 on (B)(6) 2018. In the opinion of the physician, the mr grade of 4 was not related to the mitraclip device, nor was it related to the mitraclip procedure. No additional information was provided.